Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, it was determined that the customer¿s adt host had been configured to use the same port for both sending and receiving adt connections. This configuration had prevented the firewall between the hosts and cce from handling disconnections properly, which led to adt connectivity issues. A technical support specialist confirmed that the customer had reconfigured the adt host to stop specifying the sending port as the same as the receiving port. This change allowed the firewall to handle disconnections properly, thereby resolving the adt connectivity issue. After the customer resolved the issue, the system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer reported that the interface and adt were not communicating. The customer stated that the interface was not connected to pyxis, resulting in a failure of data exchange. There were no delay or adverse events or injuries reported based on this event.